Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on open transit reconstitution, while on lateral colon anastomosis, the surgeon did colostomy and it went good. After fourth or fifth day post-operation, the patient presented tachycardia and abdominal distention. The patient needed a second surgery and the anastomosis was completely opened. A surgical intervention was needed to prevent a permanent impairment. The incision was extended more than 1 inch. An additional operation was performed to correct the issue. After a scan, patient needed an emergency surgery to complete the case. The patient was still hospitalized.